Event description:
It was reported that the line of a clearlink system solution set leaked heparin. While inspecting, a small crack was found in the line that was leaking heparin. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of november 2024. D4: the suspected lot numbers are sr24d29022 and sr24e20006. D4: the UDI for the lot: sr24d29022 is (B)(4) and the expiration date was 03/31/2029. The UDI for the lot: sr24e20006 is (B)(4) and the expiration date was 04/30/2029. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.